Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and lead due to spinal hematoma. The paddle lead and ipg were removed and nothing was replaced. It was noted that the explanted devices will not be returned due to facility policy. The patient also experienced symptoms of spinal cord injury due to hematoma, such as lack of motor and sensory response in the bilateral lower extremities. The patient experienced a complication during surgery, which was the cause of the spinal hematoma. In addition, two additional surgeries were needed to evacuate the hematoma. The patient is in the neurotherapy unit for six more weeks and now has some movement in her right leg.